Manufacturer narrative:
The surgeon reported that the device was dislocated due to heterotopic bone, and he removed it. The surgeon elected to remove the device

Event description:
The patient's left tmj mandibular component was removed due to recurring dislocation.